Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's contact reported the cycler is continuously receiving the 'not enough supply bags for total treatment' message in step number three of the setup procedure. The cycler was replaced. The patient's contact reported that the patient had been in a rehabilitation home for the past few months and is now home.